Event description:
After leaving the hospital after pump implant, the patient noticed her pump was alarming. Upon interrogating the pump on (B)(6) 2008, there was no active alarm, but the pump logs noted the motor stall occurred on (B)(6) 2008, a tube set message occurred on (B)(6) 2008, and the motor stall recovery occurred on (B)(6) 2008. The pump was delivered to assisting medtronic representative on (B)(6) 2008.

Manufacturer narrative:
The following information was not applicable to this event: it was later reported an alarm was heard; telemetry not yet performed. The patient started hearing an alarm on (B)(6) 2013. It was a single toned beep which they hear every 1-2 hours. The patient¿s refill is scheduled for (B)(6). The pump was delivering baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the pump was implanted in 2008 the patient noticed her pump was alarming. There was a confirmed motor stall and motor stall recovery recorded in event logs. It was later reported an alarm was heard; telemetry not yet performed. The patient started hearing an alarm on (B)(6) 2013. It was a single toned beep which they hear every 1-2 hours. The patient¿s refill is scheduled for (B)(6). The critical alarm went off in 2008 right after implant; they had to go back the next day. The critical alarm was due to an error in programming. It was "acting like there was no fluid in there" but "there actually was." The patient planned to follow up with their physician. The pump was delivering baclofen.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8840, serial# unknown, product type programmer, physician; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).